Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis, manifested by cloudy effluent, abdominal pain, vomiting and weakness in the body. The breach in aseptic technique was further described as "re-used minicap by the patient" and "doing pd unhygenically". The patient was hospitalized for the peritonitis event. On the same day as hospitalization, the patient began treatment with vancomycin (1gm, every 6th day, intraperitoneal, discontinued after fifteen (15) days) and gentamycin (40mg, once daily, intraperitoneal, discontinued after fifteen (15) days) for peritonitis. Eight (8) days after admission, the patient was discharged from the hospital. The patient recovered from the peritonitis the day after discharge. The patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.